Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-13957. The pt has 2 leads from the same lot number. It was reported the pt's stimulation coverage had changed two weeks ago. The pt is not receiving effective stimulation. X-rays showed no anomalies. Diagnostic testing revealed multiple electrodes had low impedances. The pt's physician will monitor the pt's impedance levels. F/u info identified the pt is still not receiving effective stimulation. Pt is waiting for her physician to decide the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.